Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary :the complaint device was received and evaluated at the service and repair center. Per service report, it was verified that the device was not functioning as intended. Hence, this complaint can be confirmed. The following activities were performed: functional test completed . Motor does not turn: motor replaced. Resistance value out of specs: handcontrol set replaced. Motor cable corroded - motor cable replaced. "Micro": preventive replacement of o-rings performed . Insulation resistance of the motor outside tolerance - motor replaced. The root cause can possibly be attributed to the short circuit in addition to corrosion found during evaluation, hence impairing the functionality of the device, causing the motor shaft to be stuck and not function as intended. Excessive fluid ingress due to repeated usage of the device over time may cause corrosion. The defective components were replaced and the system was restored to specification and is now fully functional. Furthermore, a manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls has an article defect.